Event description:
It was reported that, "on a revision shoulder surgery, the head disassociated from the stem. Took old head out and put on a new head."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.